Event description:
The customer performed comparison tests using his contour and elite meters. Contour read 177 mg/dl, while elite read 70 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before any additional info could be obtained. No product will be returned.

Manufacturer narrative:
The customer did not provide any meter info, so it was not possible to determine the manufacture date or 510k number. A phone number was not provided before the customer ended the call, so it was not possible to contact the customer.